Event description:
It was reported that the customer's insulin pump screen displayed a dark circle, as well as the wrong date and the insulin pump did not alarm no delivery. Programming assistance was requested and the dark circle was present because of a check settings alarm; the dark circle went away upon clearing the check settings alarm. Customer explained that she tends to run low on her blood glucose, which was at 55 mg/dl at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.